Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, after assembling and connecting the air pen drive device, and opening the gauge, it was observed that the device begins to operate immediately without allowing it to stop since, apparently it was direct. It was reported that all parts were then separated and assembled again to rule out a failure in the connection, but the operation of this engine was not successful presenting the same failure, as if it were direct operation. It was reported that a spare device was available for use, and the procedure was successfully completed without delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.